Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient pulled their knees to their chest and felt something move in the pocket; now their stimulator was not doing what it was supposed to be doing and they have tried all the different channels. Patient stated that they have pulled their knees to their chest before, and it didn't cause anything to come out of its pocket, and everyone had said it wouldn't cause it to come out. But now they didn't know if the wires were twisted. No further complications were reported.